Event description:
It was reported a balloon ruptured following the first inflation at eight atmospheres, during pre-dilatation prior to stent placement, of a calcified left renal artery. It was noted under fluoroscopy a portion of the balloon material had detached in the patient. Attempts to locate the detached balloon were unsuccessful. Therefore, no retrieval was attempted. Another balloon catheter was used to successfully complete the procedure without any patient complications. The patient's condition is good. This portion of this device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated a circumferential tear was located in the balloon material 14 millimeters to 19 millimeters from the distal tip. It was noted the distal balloon material was detached and not returned for evaluation. No damage was noted to the catheter shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. The company's follow up indicated the lesion was extremely calcified which company believes may have contributed to this event. However, company is unable to determine the exact cause for this event.